Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 samples were taken from the current production; the samples were functionally inspected, and issue reported "leak - balloon cuff" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during the surgical procedure for the patient, the tube was successful and the ventilation of both lungs was normal. When performing single-lung ventilation, a blue balloon cuff was inflated, but leakage was detected. Throughout the operation, manual inflation was continuously performed. The surgery went smoothly. After extubation, the external surface of the blue cuff was found to be undamaged, but leakage occurred after inflation". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the surgical procedure for the patient, the tube was successful and the ventilation of both lungs was normal. When performing single-lung ventilation, a blue balloon cuff was inflated, but leakage was detected. Throughout the operation, manual inflation was continuously performed. The surgery went smoothly. After extubation, the external surface of the blue cuff was found to be undamaged, but leakage occurred after inflation". No patient injury or consequence reported. The patient's current condition is reported as "fine".